Event description:
Consumer called to report accuracy issues (high readings) with her meter. Was on a cruise and became sick. Meter readings were not consistent with how she was feeling. Believes she was dosing herself incorrectly. Had to be taken to a hospital and missed the rest of the cruise.

Manufacturer narrative:
Qa notes. Evaluation date/time: 06/23/2006 10:22:03 am contact a complaint lab received one (1) pir paradigm link meter (smoke). The pir strip lot is unknown, and test strips were not received. The returned meter was evaluated with a check strip (33772-a) and three (3) control solution (lot 511169 exp 05/2008) tests. A battery was not enclosed, thus a replacement battery was used for testing. [Results: "ok"; qa control lot 6064061 (range 100-140mg/dl)-120-, 118-, 130 mg/dl]. The pir meter performed within specification. Cannot confirm complaint as a manufacturing defect. No further action is required.